Event description:
It was reported that during a rectum procedure, the anvil pin was dislodged. The anvil was properly closed (click heard) but at stapling the anvil suddenly dislodged and the staples did not hold. They fell into the rectum (were removed) and the anastomosis was not preformed. A second device was used and the same problem occurred. A third device was used to perform the anastomosis with no issue to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.